Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient remains on vad support. A review of the device history records including the sterilization and packaging documentation revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented with exudate and signs of infection at the driveine exit site on (B)(6) 2018. The patient was admitted for IV antibiotics (B)(6) 2018. (B)(6) was cultured from the driveline exit site. The patient was discharged home on continued course of IV flucloxacillin. No further information was provided.